Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The field service engineer replaced the sample probe and performed system decontamination as proactive service activities. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e402 analytical unit serial number was (B)(6) . Calibration and qc were acceptable. A general reagent issue can be excluded because the qc prior to the event was within ranges. The alarm trace showed a couple of aspiration (reagent pipettor) alarms. The last maintenance and measuring cell exchange were performed at the end of dec-2023. The field service engineer performed an instrument check and found deposits that were suspected to come from the overflow or the bypass of the water system. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with elecsys vitamin d total g3 (vitamin d total iii) assay on a cobas pure e402 analytical unit when compared to a different cobas pure analytical unit. Initial result: 221 nmol/l. 1st repeat result: 300 nmol/l (accompanied by a data flag). 2nd repeat result: 296 nmol/l. 3rd repeat result: 297 nmol/l. The above results were questioned as no vitamin d supplementation was known to be taken by the patient. On an unknown date and after re-centrifugation, the sample was then repeated with a new reagent pack on another cobas pure and the repeat result was 47 nmol/l. The repeat result of 47 nmol/l was deemed to be correct as it matched the patient's clinical picture.